Event description:
The complainant reported an under-delivery of feeding for a male pt (unknown age or medical history) using a companion clearstar pump, sligo list #m771 and a screwcap pump set, sligo list #g304. It was reported that a dose of 250 ml was set and the pt was to receive 250 ml as a bolus from 4:00 am to 6:50 am at a rate of 90 ml/hr. However, it was noted that only 64 ml had been delivered. The pump was replaced and will be returned for testing and investigation. There was no report of serious injury or illness associated with the event, however, the reported under-delivery is calculated to be 74%, which is considered medically significant.